Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 1 aug 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a 4.5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock that experienced disconnection. The report stated "mc disconnection". There was unknown patient involvement.

Manufacturer narrative:
Device received on 7/21/2025. Investigation summary one (1) used. List #mc33371, 4.5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock connected to an unknown purple connector. As received, one of the shuntless microclave was missing from the set. The tube was analyzed with uv light and insufficient solvent evidence was confirmed. The od tube was measured, finding within specification. Complaint of separation can be confirmed. The probable cause was an error during manual assembly process in the manufacturing plant. A device history record review could not be conducted because no lot number(s) was/were identified.